Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, value of fico2 was increasing. There was no reported patient involvement.

Manufacturer narrative:
Gehc investigation confirmed the reported event was related to fmi (B)(4). An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. The gehc internal field modification number is fmi (B)(4).